Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient had been having trouble with their device lately and wanted it removed. The patient¿s knee went out and he fell off his bike, and he has been having awful pain that went down to his ankle and foot for about 2 months. Patient turned off the implant because it was causing him more pain, so now he wants it removed. No further complications were reported or are anticipated.